Event description:
Customer reported his act button was not responding. He also reported his insulin pump had a frozen screen. It was found the customer's screen was not frozen as the time was still changing. The customer was advised to replace his insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.